Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a cerebrospinal fluid (csf) leak during a procedure to implant a trial drg lead. The physician did not perform a blood patch as the dural tear reportedly closed by itself. The patient did experience a headache following the procedure which improved without any interventions being taken.